Event description:
Suture fraying: customer reports needle pull off occurred during femoral popliteal bypass surgery. There are no reported adverse consequences to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.

Manufacturer narrative:
Samples of the returned product were examined for frays upon removal from the packet and then tested for tensile strength. No fraying was observed upon opening the packet. The tensile test results obtained were above the ethicon requirements which exceeded the minimum usp requirements. Loose pieces of suture were examined for splits. The needled place appeared to have split at the needle most likely from tension while holding the needle at an angle. A second piece did not appear to be related to the needle piece therefore, the cause of the split could not be fully evaluated without the corresponding part. A product inquiry records review was conducted and there have been no other inquiries of any type received involving this lot number.